Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained. Per the proglide instructions for use, this device should only be used by physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6fr sheath after a percutaneous coronary interventional procedure. Reportedly, the proglide would not advance over the wire. Hemostasis was achieved with another proglide device. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular confirmed the reported difficulty inserting the guidewire. Abbott vascular reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were no similar events identified from this lot. Abbott vascular identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Abbott vascular has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Abbott vascular will continue to trend the performance of these devices.